Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps steel cable broke. The procedure was completed with a backup instrument of the same type with no reported injury and no delays. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.